Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb cable had to be maneuvered and held in a certain position in the usb port in order for the pump to charge. Customer's blood glucose level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.